Event description:
It was reported that this lead was explanted due to oversensing with inappropriate shocks approx. 56 months after the implantation. Another lead was implanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 54 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment not returned. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed that the conductor cable leading to the ring electrode was found fractured in the distal region, which is assumed to be the root cause of the reported oversensing leading to inappropriate shocks. Based on the characteristics of this fracture, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.